Event description:
On (B)(6) 2010, a customer reported that it was taking up to 45 minutes for images to process to isite pacs.

Manufacturer narrative:
Isite pacs is a software product. We are able to evaluate the product at the customer site by remote access, as well as evaluate the same product version inhouse. Based on the available info at the time of this report, we cannot confirm that the device was a factor in the incident. Philips is in the process of obtaining add'l info regarding this issue and the complaint is still under investigation.